Event description:
It was reported the spindle cap of the indirect decompression spacer broke during deployment at an implant procedure. The procedure was completed with another of the same device. The physician assessed thick bone had contributed to the device breaking. Physical analysis could not be conducted in our laboratory, as the device was discarded by the facility.